Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had been admitted in the ER and had been in the hospital since (B)(6) 2017 and was still in the hospital at the time of the report. The patient had pain and had a total blockage in their stomach; they did not know if stuff was still in their back for sure or not ¿ they thought it was still there. The patient was on so many pain medication and ivs, they couldn't feel anything. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Information is provided in the future, a supplemental report will be issued.